Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise, failure to capture and low sensing on the right ventricular (rv) lead. Fluoroscopy was performed, and dislodgement of the rv lead was confirmed. The physician elected to explant and replace the rv lead. The patient was recovering after the procedure.